Event description:
The pt had a sore on the head, the skin was breaking down and he had an infection the size of a quarter. Six months later, the system was explanted and the pt spent 46 days in the hosp. Cause of infection is unk. Additional info had been requested; it was not available at the time of this report.

Manufacturer narrative:
.